Event description:
Pump was returned for service with report "turns on and off by itself". The facility stated that the pump arrived at biomed with a note explaining that the pump started alarming and then powered off by itself. Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred. No pt injury or medical intervention was reported. No add'l info is available.